Event description:
Discrepant (-) serum vs repeat test. A test appears to be negative and the provider is convinced the test should be positive and asks for a repeat test and the repeat will yield a positive result. No add'l info available.

Manufacturer narrative:
Retention device testing. Summary of results: the retention tests met our qc specification. Correct positive results were obtained when tested with 25miu/ml hcg serum control. Correct positive results were showed when tested with 100miu/ml and 500iu/ml hcg serum control. CAPA reference no: na. Conclusion: from our testing, all the results were fine. So the complaint is not confirmed.